Manufacturer narrative:
No patient information provided to date after calls to customer 04/22/21, 04/22/21, and 04/26/21. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ez change thumb screw was tightened to resolve the issue.

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation during a case. The patient was manually ventilated. There was no report of patient injury.